Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 connection from the wall outlet to the gas column outlet was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a loss of o2 pressure causing a loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no patient injury reported.